Event description:
It was reported that there was an over infusion of propofol. The propofol was started at 20:14 at a rate of 20mcg/kg/min which was about 11.7 ml/hour. At about 22:04, the clinician noticed that the entire bottle had infused into the patient. The infusion was paused and noticed the bottle continued to drip very quickly into the chamber. The tubing was clamped and provider was notified. Channel removed and red tagged. Infusion restarted with new channel, tubing and bottle. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established additional information : imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that there was an over infusion of propofol. The propofol was started at 20:14 at a rate of 20mcg/kg/min which was about 11.7 ml/hour. At about 22:04, the clinician noticed that the entire bottle had infused into the patient. The infusion was paused and noticed the bottle continued to drip very quickly into the chamber. The tubing was clamped and provider was notified. Channel removed and red tagged. Infusion restarted with new channel, tubing and bottle. There was patient involvement but no harm.